Manufacturer narrative:
Concomitant medical products: product ID 8840. Product type: programmer, physician: product ID 8703w, lot# l81766, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump had a memory error following an MRI. It was seen that the reservoir volume was showing 2.1ml instead of 6.58ml, which should have been the volume based on the refill date and flow rate. Additionally, the low reservoir alarm volume was incorrect as it had shown up blank and later was seen as 3ml. The pump was programmed back to the patient's initial settings, including the low reservoir volume being set to 2ml. The drug used in this system was lioresal.